Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to corroded battery tube. The pump had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 145 mg/dl at the time of incident. The customer stated that the display did not return even after putting in a new battery. The customer had been off the pump for a while. He stored the pump with no battery since his previous call on (B)(6) regarding blank display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.